Event description:
Reported finding a burnt connector on the power supply during checkout. This problem during use could result in the shut down of the ventilator. The ventilator was not in use at the time of the reported problem, therefore there was no pt harm.